Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/13/2023. The following additional information was received: lot number : unk: shbaxa. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03080, 2210968-2023-03081, 2210968-2023-03083, 2210968-2023-03084.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/5/2023. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03080, 2210968-2023-03081, 2210968-2023-03082, 2210968-2023-03083, 2210968-2023-03084.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/15/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03080, 2210968-2023-03081, 2210968-2023-03082, 2210968-2023-03083, 2210968-2023-03084.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unknown: lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-03080, 2210968-2023-03081, 2210968-2023-03083, 2210968-2023-03084.

Event description:
It was reported that a patient underwent surgical construction of a shunt on (B)(6) 2023 and suture was used. The needle was detached from the suture during use. The same thing occurred with several products that were in the same box as the complaint product. These were not control release needles. There were no adverse consequences to the patient. Additional information was requested.